Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter failed to pair. Additional event or patient information was not provided. The transmitter was returned for evaluation and was determined to be in good condition based upon external visual inspection. The device failed the voltage test. Review of the data log found a transmitter failure error. The reported event of pairing failure was not confirmed. A root cause could not be determined. However, this complaint was determined to be reportable on 12/02/2016, based upon the finding of the transmitter failure error.